Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was moderately tortuous, a microcatheter and guide catheter were used in conjunction with the subject device during the procedure, force was used to overcome resistance, and the fracture was noted on the distal of the guidewire. Additional information received on 31-mar-2023 clarified that the subject guidewire was fractured inside the patient's anatomy. Based on the information from the reporter, the physician saw the guidewire fractured after it was taken out, but he couldn't confirm when it was fractured. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during an aneurysm embolization case, the physician felt resistance while advancing the guidewire in the tortuous (bend) segment of the vessel. After withdrawing, the subject guidewire was found fractured. No residual of the guidewire was left inside the patient's body. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.